Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 800 synchron clinical system gave inconsistent results for sodium (na), potassium (k), chloride (cl), and carbon dioxide (co2). The erroneous results were not reported out of the lab. There were no changes to pt treatment as a result of this event. There have been no reports of death or serious injury. The customer provided results for four pt samples. The results were not repeated. Two of the samples were run on (B)(6) 2010 and three were run on (B)(6) 2010. The customer reported that the ion selective electrode (ise) system is calibrated every eight (8) hrs. This is report 1 of 2 medwatch reports filed for this event for pts 1 and 2 of 4 pts. A separate medwatch report was filed in may 2010 and covers pts 3 and 4 of 4.

Manufacturer narrative:
A bci field service engineer (fse) evaluated the system and replaced the na reference and measuring electrodes and cleaned the ise flow cell. No further issues to date have been reported. A clear root cause has not been identified. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add'l reportable events. This MDR represents event 1 of 2 reported by this customer. This MDR is related to the following mdrs that have been reported: 2050012-2010-00275.